Event description:
It was reported that the device displayed high capture threshold on the right ventricular channel. It was removed and replaced. The patient was stable.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.